Manufacturer narrative:
Approximate age of device -- 4 years. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient was admitted to the hospital with ischemic stroke on (B)(6) 2019. The patient experienced weakness and aphasia. A CT scan was performed, and the dry scan was notable for no acute intracranial hemorrhage, mass effect, or infarct. CT perfusion imaging showed acute occlusion of the proximal left m2 posterior division artery. Subsequent repeat CT scan showed completed acute bland infarct of the left mca territory. Neurosurgery evaluated the patient and due to completed infarct, no interventions were performed. The patient will receive physical, occupational, and speech therapy. The patient is ambulating with physical therapy and there appears to be no physical deficits. Log file review showed no unusual events and the mcs equipment was functioning as intended.